Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an underfilled specimen tube, and two tubes without a vacuum. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-mar-2024 h.6. Investigation summary: bd received 43 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, 20 customer samples were functionally evaluated and no issues were found as all samples tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photo provided; returned samples performed within specification. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an underfilled specimen tube, and two tubes without a vacuum. There was no report of impact to patient or user.